Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the status leds of the autopulse li-ion battery (sn (B)(6)showed no lights, indicating that the battery voltage is too low to illuminate the leds. Also, the customer experienced difficulty removing the battery from the autopulse device. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.